Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was over 389 mg/dl, current blood glucose is 400 mg/dl. The customer treated high blood glucose with manual injection. It also stated that drive support cap was normal. The customer did not experienced any symptoms. The customer was neither hospitalized nor admitted for high blood glucose. It was also reported that the high pressure test was performed on insulin pump and insulin pump passed that test. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.